Event description:
The event is reported as: the customer alleges that there is a leak in the tubing due to a crack in the mount. The issue was noted when the patient moved resulting in a decrease in the oxygen saturation. The device was immediately changed out and the patient is fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.